Event description:
The pt reported he experienced an air bubble while using his backup insulin infusion device. He stated he disconnected from the device, primed the air bubble out, and reconnected to the device. He stated he had an elevated blood glucose reading of 157 mg/dl this afternoon with his normal range being 80-140 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
Not product will be returned for eval.